Event description:
In 2002 the end-user's parent called medtronic minimed, USA and stated that the soft cannulas are not entering the body and are kinked. The soft cannulas are broken along with the needle. The pt was hospitalized due to blood glucose level over 500. The nurse pulled the infusion set out and noticed that the soft cannula was bent. On november 22,2002 maersk medical a/s received the complaint and 1 used and 2 unused (unpacked) infusion sets.